Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchofibervideoscope had strong air leakage at the distal end during preparation for a procedure. There was no report of patient harm. The device was returned, evaluated, and there was foreign material falling off the channel as well as insufficient/incorrect reprocessing. Additionally, the balloon cleaning brush could not be inserted smoothly due to damage on the balloon water tube . This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, in addition to the foreign material falling off the channel, the insufficient/incorrect reprocessing, and the balloon channel blockage, other evaluation findings are as follows: the light guide cover was deformed; water tightness was lost due to a pinhole on the channel tube; the image guide bundle had significant breakage; the plastic distal end cover had a snag on it due to a crack at the distal end; the adhesive on the bending section cover was worn; and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.